Manufacturer narrative:
A root cause could not be determined. There was no patient sample available for investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results for one patient. Information on whether any of the results were reported outside the laboratory was requested but not provided. The patient's first sample's initial tpsa result was 0.06 ng/ml. The initial fpsa result was 1.430 ng/ml. It was unclear on what analyzer the patient's first sample was tested, or if it was even tested on a roche device. Information has been requested but not provided. The tpsa reagent lot number and expiration date were requested but not provided for the first event. The fpsa reagent lot number and expiration date were requested but not provided for the first event. Information on whether the patient was adversely affected by the first event was requested but not provided. On (B)(6) 2013, the patient had a second sample tested using the customer's e601 analyzer. The tpsa result was 0.05 ng/ml and the fpsa result was 1.140 ng/ml. The sample was repeated and the tpsa result was 0.05 ng/ml and fpsa result was 1.150 ng/ml. There were no deaths, injuries, illnesses, or deteriorations in health associated with the second erroneous results. The customer did not know if the patients were harmed by any action taken. The fpsa reagent lot number provided was 171472. The expiration date was requested but not provided. The tpsa reagent lot number and expiration date were requested but not provided.